Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting noise which was oversensed. Additionally, impedance measurements greater than 2000 ohms were noted and a fracture was suspected at the location underneath the suture sleeve. A revision procedure was performed and the lead was removed from service and successfully replaced. No adverse patient effects were reported.